Manufacturer narrative:
Arjo representative visited the customer facility after the event to gather more information and inspect the devices. The facility manager reported that the patient was sitting on the akron couch and sara plus (with brakes on) was in front of him. The patient was performing a standing exercises, without the sling. On the third repetition, the patient fell backwards on the couch and sara plus moved forwards (away from the patient). The patient had a feeling that the kneepad gave way. Arjo technician, who performed the device evaluation after the event, did not find any kneepad or brakes malfunction and could not recreate the event. The patient¿s allegation was not confirmed. According to sara plus operating and product care instructions (document number (B)(4)), it is intended as a standing and raising aid for short transfers or for walking training (when the footboard and knee pad are removed). It is intended to be used with specifically designed arjo slings. Arjo device was used for a patient treatment when the event occurred, and from that perspective, it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. No serious injury was sustained. The complaint was decided to be reportable in abundance of caution, due to reported patient fall.

Event description:
Arjo received a report from (B)(6) centre in (B)(6), about a patient's fall during therapy session with arjo sara plus active floor lift and akron couch. The patient sustained cut on the head and was transferred to the emergency room, where the laceration was glued.